Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy with bilateral laparoscopic adnexectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, hypersensitivity, metal poisoning, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity, metal poisoning, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy with bilateral laparoscopic adnexectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, hypersensitivity, metal poisoning, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity, metal poisoning, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.